Event description:
The pocc reported obtaining back-to-back blood glucose results, of 328 mg/dl and 139 mg/dl from the lab, on the inform system. No patient injury was reported and no treatment was given. The location is the medical center. Quality control testing was performed on the system, results unknown. Technical support requested the return of the suspect product and replacement product was shipped. Inform system (meter strip lot 549094 with expiration date 08/31/2007).

Manufacturer narrative:
The suspect product is the comfort curve strip.